Event description:
Post procedure, a patient experienced swelling of femoral in the recovery room. It was confirmed that the patient developed hematoma and dehydration requiring blood transfusion and pcps. The next morning, the patient developed thrombosis in the right coronary artery (rca) and underwent heart catheterization. The patient is followed up carefully in (B)(6) now. The initial procedure was a percutaneous transluminal intervention to the left ascending artery (lad). Approach was made from femoral artery with mild calcification and no stenosis with an unknown sheath introducer. After the pci finished, hemostasis was achieved with the exoseal within 5min. The product will not be returned.

Manufacturer narrative:
Complaint conclusion: at an unknown time after achieving hemostasis of the femoral access site with the use of an exoseal vcd for vascular closure, ¿the patient developed a hematoma and dehydration while in the recovery room requiring blood transfusion and percutaneous cardiopulmonary support (pcps)¿. The next morning, the patient developed thrombosis in the right coronary artery (rca) and underwent heart catheterization. The patient is followed up carefully in hcu now and is in stable conditions. The patient¿s approximate height and weight are unknown. The patient¿s blood pressure is unknown and it is also unknown if the patient was anticoagulated. The initial procedure was a percutaneous transluminal intervention to the left ascending artery (lad). A retrograde approach was made from femoral artery with mild calcification and no stenosis with an unknown sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the assess site. There was no stent near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. After the pci finished, hemostasis was achieved with the exoseal within 5min. The sheath used with the exoseal is unknown. The physician has achieved certification on the use of exoseal vcd. The product will not be returned. (B)(4). Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort and mobility during and after the procedure. There is no information regarding the patient¿s comfort level or mobility at the time of the event. Without the product available for analysis, no determination regarding potential contributing factors could be made. Neither the information available for review nor the device history record review suggest a design or manufacturing issue contributed to the event. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.